Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with less than 50 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. Additionally, it was reported that the cartridge was leaking from an undefined area. Customer loaded a new cartridge to address the issue. Customer's blood glucose ranged from 86-130 mg/dl.